Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, increased sensitivity. Patient had crown re-cemented in jan 2022 by another dentist; excess cement caused bone loss / pocket.